Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded in an attempt to resolve the issue; however, the issue persisted. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no adverse impact to the customer¿s blood glucose level.